Manufacturer narrative:
Device analysis report is attached. This report is submitted on october 05, 2022.

Event description:
Per the clinic, the patient experienced infection at the implant site and was treated with oral antibiotics (specific type and duration not reported). However, the issue could not be resolved. The device was subsequently explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced skin breakdown at the abutment site (specific date not reported). Subsequently, the patient was placed under general anesthesia on (B)(6)2023, for a skin revision surgery and removal of the abutment. This report is submitted on october 12, 2023.

Manufacturer narrative:
Correction: the previous follow-up #1 MDR submitted on october 12, 2023 was filed inadvertently. No skin breakdown was reported, no skin revision and abutment removal was performed under general anesthesia has occurred. This report is submitted on november 16, 2023.